Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one exactamix 3000 ml eva tpn bag was leaking at the middle port. This event occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured january 08, 2019 to january 09, 2019. The device was evaluated. The bag was received sliced on the left side of the bag where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.